Manufacturer narrative:
(B)(4). This is a report of a use error in which the patient was connected during the prime phase of automated peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) was connected during the priming phase of automated peritoneal dialysis therapy using a homechoice device. A technical service representative explained proper procedures to the hp and assisted the hp with ending therapy. The hp planned to restart therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.